Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Patient reported that she has had reoccurring insulin flow block alarms after a pump replacement. Customer stated that they tried all the remedies but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.